Event description:
The physician was performing a procedure to the lesion aha approx 2-3. After pre-dilation with a sprinter (2.5mm) balloon and conducting ivus, the cypher sirolimus-eluting coronary stent was delivered to the lesion, but became stuck due to the heavy calcification. The physician then moved the stent delivery system (sds) back and forth to deliver to the target lesion, but it failed; therefore, the sds was removed from the patient. When the sds was removed from the patient, the stent was observed dislodged on the guidewire (runthroughns) at the tip of the guiding catheter (sal1.0, product unknown) at the left main trunk (lmt) under coronary angiography (cag). The dislodged stent was removed from the patient without problem using a snare catheter. The physician confirmed the stent was flared at the proximal end out of the patient. The procedure was completed using a cypher (3.0/18mm). There was no reported patient injury. The physician stated that probable reason for the event may be the moderate tortuosity of the vessel. The reason for the flared stent may be because the stent became caught at the tip of the guide catheter. The product will be returned for analysis because of the patient's infectious disease. A radial approach was chosen for the procedure. The vessel was a de novo, heavily calcified and moderately tortuous. There was 90% stenosis.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.